Event description:
The customer obtained reproducible, lower than expected vitros dgxn and vitros phyt quality control results (dgxn pv ii results = 0.55, 0.65, 0.48, 0.46 ng/ml vs. Expected result = 2.57 ng/ml), (phyt pv I results = 3.59, 5.06, 4.84, 5.23, 5.15, 3.70, 4.14 ug/ml vs. Expected result = 13.78 ug/ml), (phyt pv ii results = 5.04, 5.88, 5.20, 5.27, 6.36, 5.45, 5.08 vs. Expected result = 22.44 ug/ml) while using the vitros 350 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that reproducible, lower than expected vitros dgxn and vitros phyt quality control results were obtained while using the vitros 350 analyzer. Patient samples were not known to have been affected. An ocd field engineer performed service to multiple analyzer subsystems including the immunowash fluid metering subsystem. Performance testing following service verified that the equipment was returned to expected operation. The assignable cause of the event is an instrument related issue. There is no evidence that the vitros dgxn and vitros phyt slides malfunctioned.